Event description:
Related manufacturer report number: 2017865-2022-37505 it was reported during remote follow up that the atrial and right ventricular leads exhibited oversensing due to noise. Lead abrasion was suspected, but not yet confirmed. The leads will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the atrial and right ventricular leads were explanted. The patient was reported as recovering post procedure.